Manufacturer narrative:
Additional information was provided which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was wearing the insulin pump during the hospitalization. The customer was taken off the insulin pump temporarily until the blood glucose was stabilized. Once stabled, the customer was put back on the insulin pump and her blood glucose started going high again.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on unknown date and was transferred to intensive care unit. The customer¿s blood glucose was 455 mg/dl. The customer's blood glucose was over 500 mg/dl and 169 mg/dl. The customer had symptoms such as nausea, vomiting and stomach pain. The customer was treated with insulin. It was reported that the insulin pump had under delivery. The customer declined troubleshooting for high blood glucose and under delivery due to being at hospital and on stand by to intensive care unit. The product will be returned for analysis.